Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor.

Event description:
#12 the hospital reported a malfunction preventing volume control ventilation. There was no report of patient involvement